Event description:
Kendall distributes the graphic controls "gatorguard" sharps containers that are used for containing and disposing of hosp sharps such as needles, syringes, etc. This device works with a horizontal mail-drop/tumbler mechanism that allows sharps to drop into the container. Since implementation of this device 8 months ago, multiple problems have emerged, resulting in both potential and actual injury to health care workers. Numerous attempts at education have not led to an abatement of injuries, problems and incidents. 1. For assembly, a lid must be fastened onto the container. Six snaps must be heard while applying much physical force during this process that ensures a secure fit. While removing the filled containers from the pt rooms, there have been several spills of sharps contents due to the lid not being fully secured to the container's base. 2. When the container is full, the tumbler lid must be closed with three snaps while using much force. This frequently requires multiple attempts and tape to maintain a secure closure. 3. The 5-quart containers marketed for pt rooms do not have an unwinder, a device that can safely separate a needle from a vacutainer during the phlebotomy process. Subsequently, the health care worker must find an alternate method of removing the needle from the reusable vacutainer. 4. The container is indicated to be puncture resistant in small print on the box. However, despite a container being half full, a needle was able to puncture through the plastic. 5. Due to the installation and mounting design, the health care workers must get on their knees to both lock and unlock the sharps container from the medication cart. This procedure is awkward and difficult to perform. As a result, health care workers are reluctant to empty the containers when they are 1/2 to 3/4 filled.